Event description:
It was reported that the 9800 system made a loud popping noise during a case. The 9800 system had to be removed and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was cleaned and re-greased during the svc call. The system was tested and found to be working as intended and put back into svc.